Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 27-may-2024, it was reported that three infusion set was fell off during use and infusion set is used for about a day may be slightly less than a day. The blood glucose level was 150 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 3.